Manufacturer narrative:
The supplier completed and provided the evaluation. The supplier indicated subsequent to this, an investigation was conducted at the manufacturing site. A review of the device history record (DHR) for lot number 18c0444 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Overall investigation summary: complaint history: our complaint database shows that this is the first complaint recorded for this lot. One previous complaint for syringe issue has been reported for another lot in the past year. Raw materials investigation: review of the incoming inspection reports for the syringes used in this batch showed that they were in conformance and were released accordingly. Process/methods investigation: the manufacturing records were reviewed and nothing out of the ordinary has occurred. Laboratory analyses: all tests performed on the finished product were within their limits at release. Equipment/instrument investigation: equipment was in proper functioning condition during the manufacturing, filling and packaging of the above-mentioned lot. Personnel investigation: personnel involved in the manufacturing, filling and packaging of this lot have received adequate training to perform the various activities. Examination of retained / returned samples: no sample was returned to the manufacturing site and no pictures were provided. The reported defect could not be confirmed. Conclusions and preventive action(s): the investigation demonstrated that no related issue was recorded throughout all our manufacturing and control processes. The manufacturing records were reviewed and nothing out of the ordinary occurred during the overall process for this lot. The product was in conformance to our specifications and was released for distribution meeting all established quality assurance acceptance levels. Review of the manufacturing records for this lot showed no indication of any issues during the processing of this lot that would contribute to the reported defect. It is also possible that the air bubbles reported in the complaint were mistaken for what could be silicone bubbles in the syringe. The syringes used in the manufacturing of the finished product are received already lubricated with silicone to ensure adequate travelling of the piston. This lubrication is verified by our incoming qc department prior the release of the components and no syringes with excessive lubricant was found. The root cause of this complaint could not be identified. No corrective or preventive action will be initiated for the moment. Root/probable cause code: unknown root/probable cause summary: the root cause of this complaint could not be identified. The reported customer complaint could not be confirmed. A root cause could not be determined. A possible root cause for the reported event was identified as issue was mistaken for what could be silicone bubbles in the syringe. The syringes used in the manufacturing of the finished product are received already lubricated with silicone to ensure adequate travelling of the piston. No corrective or preventive action is planned at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states the syringe contains air bubbles that are very difficult to remove.